Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had placed two clips on cystic duct. When he went to place third clip, the device would not load clip. He removed device from patient and device still wound not deploy clips. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned with a clip jammed between the floor and the top shroud; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident.